Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a hypoglycemic event that occurred on (B)(6) 2016. Patient reported that he had an insulin reaction over night while not using the dexcom continuous glucose monitor (cgm). Patient's wife had to give him a shot of glucagon. The patient recovered after receiving the shot and did not require further medical intervention. There were no injuries during this event. Patient reported that he was unconscious due to insulin reaction. At the time of contact, patient reported current condition as "ok". No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia resulting in unconsciousness.